Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump stopped working. The device was alarming no delivery tried to clear the alarm and the screen went blank. Troubleshooting was performed. Customer's blood glucose was 400 mg/dl, treated with manual injection. Advised to disconnect from the device. No damage or hasn't been dropped. The device was exposed to moisture, was at the pools two days ago. Customer states the device has a constant tone. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector. No blank display anomaly or unexpected constant tone alarm anomaly noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Unable to performed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.